Event description:
A pharmacy student reported that, during a cataract extraction with intraocular lens (iol) implant procedure, the implant did not stop when pressure was released to the point of coming out from injector. Additional information was received by the facility that, the event occurred during introduction of implant in patient's eye. The device touched patient's eye. The surgery was completed during the same surgery after use of another implant. There was no clinical consequence.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).